Event description:
It was reported that right ventricular (rv) lead shock impedances have gradually been increasing while still within normal range. Provocative maneuvers were performed during a follow-up visit, and noise oversensing was noted. Subsequently, an rv lead revision was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction submitted to include f10 impact code- inadequate/ inappropriate treatment or diagnostic procedure.

Event description:
It was reported that right ventricular (rv) lead shock impedances have gradually been increasing while still within normal range. Provocative maneuvers were performed during a follow-up visit, and noise oversensing was noted. Subsequently, an rv lead revision was performed. No additional adverse patient effects were reported.